Event description:
It was reported that customer experienced cracked and shattered touchscreen on insulin pump, and screen underneath screen protector was damaged so touchscreen was unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer could not interact with pump, so pump was placed in storage mode and customer was informed pump needed replacement, used replacement pump for continued insulin delivery, and was instructed to return problematic pump to tandem within 10 days using provided shipping materials.